Manufacturer narrative:
No additional information is available at this time. As of today, our investigation is complete. If additional information becomes available, this report will be updated.

Event description:
Additional information indicates that the pace/sense portion of this lead was fractured. The clinical observations included pacing impedances greater than 2,000 ohms and loss of capture at maximum outputs. A new pace/sense lead was successfully placed and the shocking portion of this product remains in-service.

Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
Additional information indicates that the patient is scheduled for an rv lead revision in the near future. At this time, the root cause of the high impedances has not been revealed therefore, we are unable to rule out an connection issue between the rv lead and the implantable cardioverter defibrillator or a lead fracture.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increased pacing impedances greater than 2,000 ohms and an increased in pacing thresholds. It was reported that the physician had previously repaired the lead at a generator changeout procedure. The plan is to replace the entire lead now. No adverse patient effects have been reported at this time.